Manufacturer narrative:
(B)(4). Recall number contd: 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not recharged her ipg in over 2 years. The ipg was unable to communicate with the external devices. Surgical intervention may be pending to address this issue.